Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital when the patient presented to the emergency room. Multiple inappropriate antitachycardia pacing therapies and hv shocks for supraventricular tachycardia were observed on merlin on demand transmissions. Programming changes were made. Patient was stable during the hospitalization.